Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken curved blade to be related to the reported complaint. Broken piece approximately 0.30" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the harmonic ace instrument broke. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.